Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was damaged as insulin pump was fell off. Customers stated that they had scratch on front display. Customer mentioned that scuffed up in general small ones of 2mm on the screen there some like pebbles and there was a bigger one on the bottom left corner that was maybe 3mm wide and 5 mm long. Customer also reported that insulin pump started giving alert like when battery was in, it was just noise, and screen was going in different colors. Insulin pump will be return for analysis.

Manufacturer narrative:
Device had a minor/deep scratched display window. Device had blank flashing white lcd with black horizontal lines and audio beeps due to cracked lcd controller and cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd.